Event description:
On (B)(6) 2013, it was reported that keypad buttons were sticking and showing signs of normal wear-and-tear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:the keypad cover was found to have a hole located near the up arrow button; the button symbols were found to be illegible. Evaluation revealed that all keypad buttons were intermittently responsive and sticking. The ok button required increased force to elicit a response. There was evidence of keypad contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.